Event description:
Caller reported damage to tandem charging cable, resulting in non-functional charging supplies. There was no reported impact to the customer's blood glucose level. Technical support arranged for replacement charging supplies to be sent via 2-day shipping.